Manufacturer narrative:
H6: investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pullout was not observed, as the photo does not show evidence of a stopper function defect. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for stopper pullout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper pullout based on retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA #3741863 has been initiated for further investigation of serum stopper creep out complaints.

Event description:
It was reported that 1500 bd vacutainer® serum blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "the rubber cover is detached from the hemogard plastic cap".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1500 bd vacutainer® serum blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "the rubber cover is detached from the hemogard plastic cap"